Manufacturer narrative:
According to ge healthcare (gehc) investigation including engineering and clinical review, there was no indication of machine malfunction. The customer did not allege that the device caused or contributed to the patient death. Review of the logs indicate there was no malfunction. The unit continued to ventilate and alarms remained functional. Clinical review of the complaint information including patient blood gas data, x-rays, and course of treatment, indicate that the patient condition and the ventilator setting selected by the user led to the issues observed. The same issues continued to be observed after the patient was changed to a competitive ventilator, and the patient subsequently passed away.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that an asthmatic patient experienced a drop in patient vitals while being ventilated. CPR was performed and adrenaline was given. The patient was resuscitated, however, was reported to have subsequently died due to sepsis.